Event description:
It was reported that a revision surgery was performed due to patella component loosening.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, it was reported that ¿insufficient bone reaming¿ was the contributing factor to the patellar revision. The patient impact beyond the revision and expected post-operative convalescence period cannot be determined. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.